Manufacturer narrative:
Philips service replaced ipc movement part, reinstalled os and application software, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that ipc failed to boot during clinical use; replaced ipc and reinstalled software on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.